Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that unable to login to the medbank. A technical support specialist (tss) suggested the user to contact supervisor or pharmacy to get reactivated to resolve the issue. The system functioned as intended after technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower users were unable to login to the medbank. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.